Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient¿s ¿current implant is not working¿. They stated that they were wearing more and more pads. The patient indicated that they had problems lately but did not have time to have the device checked because they had ¿other stuff going on¿. The patient also reported that they were seeing a message ¿to see her dr¿ on the controller. These issues had occurred in the past couple of months (2019). The patient was redirected to follow up with their healthcare professional (hcp) for the issue. There were no further complications reported or anticipated.